Manufacturer narrative:
The referenced gi bleeding is reported under medwatch #2916596-2018-01440. The heartmate 3 lvas was implanted during momentum 3 clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 11 months. The patient remains on lvad support with no issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient was hospitalized on (B)(6) 2018 due to dyspnea, decreased hemoglobin level and black stools. Results from laboratory exams revealed acute anemia. Patient was treated with warfarin and received transfusion of 2 units of prbcs, and was discharged to rehabilitation on (B)(6) 2018 in stable condition. The patient has a history of arteriovenous malformations and recurrent bleeding on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Device analysis: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.